Manufacturer narrative:
Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the reservoir ring was loosed. The customer stated that the reservoir unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.